Event description:
It was reported that during vena cava filter retrieval, a snare device successfully captured and retrieved the filter. During retrieval a filter leg and arm became detached and remain embedded in the ivc wall. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The filter was returned for evaluation and contained five arms and five legs/fet present and intact. The detached arm and leg/foot were not returned. The arm detached approximately 1.1cm from the apex. The break appeared to be even with a rough surface. The leg detached approximately 1.7cm from the apex. The break appeared to be uneven with a rough surface. The complaint investigation is confirmed for a detached filter arm and leg. However, based upon the available information the definitive root cause for this event is unknown.